Event description:
It was reported that during implant there was noise and inhibition and pt became asystolic when the doctor flipped the device around outside of the pocket. When the lead was attached to the pacing cable and device flipped around no inhibition occurred. Technical svs explained that when physician was moving and flipping the device around, the lead was sensing that as an activity and inhibited pacing. Device was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.